Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer advised that she received the replacement from case# (B)(4) but is still having the same issue. Customer stated that they are having a difficult time removing the pen needle from the insulin pen. Customer does not have the lot# of the pen needles that were sent to her at this time. Customer is using a novolog flex pen which is compatible with the true plus pen needles. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.